Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were "skipping". The patient indicated that the keypad buttons were intermittently responsive but at times were hyper-responsive. The patient indicated that there was no noted damage to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the unresponsive keypad issue. All buttons respond properly. There was no visible damage to keypad. Removed keypad and found contamination under contrast button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.